Event description:
This report is submitted in response to customer's medwatch submission to the FDA. Customer reports that the device began to bend upon insertion. The device was removed from the field and another one was opened and used without further occurrence. This device is used for treatment.

Manufacturer narrative:
Device evaluation revealed the driver tip is broken and there is evidence of bending where the outer shaft ends. Review of the device history record revealed nothing relevant to the event. The condition observed can typically occur if the user could not locate the prepared hole and applied excessive force to the driver in the attempt to find it, or as a result of not maintaining axial alignment during insertion. The cause of the complainant's event has been attributed to misuse.